Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received seven appropriate treatments, four of which failed to convert the arrhythmias, two which resulted in post shock asystole, and one which converted the arrhythmia to a slower rhythm. The patient also received an inappropriate treatment which induced vf. The device was started up at 18:31:49 on (B)(6) 2023. At 10:53:15 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvc¿s. The rhythm then degrades to vf. At 10:53:51, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 210 bpm degrading to vf. At 10:53:51, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was vt @ 180 bpm with pause. The rhythm then degrades to vf. At 10:54:57, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was severe bradycardia @ 10 bpm with cardiac activity degrading to vf. At 10:55:36, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 10 bpm with pvc¿s. At 10:56:13, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 50 bpm. The post shock rhythm was vf with varying hr and motion artifact. At 11:16:01, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was fine vf with varying hr and motion artifact. The post shock rhythm was fine vf. At 11:16:42, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was fine vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:16:42, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was fine vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:20:34, an arrhythmia was detected. ECG shows fine vf with varying hr and motion artifact. At 11:21:41, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was fine vf with varying hr and motion artifact. The post shock rhythm was asystole with unconducted p waves. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 12:37:29 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.